Manufacturer narrative:
(B)(4). Medical product: partial tibial cemented size e right medial: catalog#42538000502, lot#64830190; partial articular surface right medial size e 9 mm thickness: catalog#42528200509, lot#64660637. Report source: foreign: (B)(6). Multiple MDR reports have been filed for this event. Please see associated reports: 0001825034-2022-00098; 0001825034-2022-00099. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported via a clinical study that a patient underwent an initial partial right knee procedure. During the trial reduction, the patient sustained an anterior cruciate ligament injury. The patient remained in the hospital for three days. At the time of this report, no additional medical intervention has been reported and the final outcome is unknown. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h10. Visual and dimensional evaluations could not be performed as no product was returned nor were pictures provided. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device device history records will not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: partial acl injury when performing distal femoral osteotomy, hospital stay 3 days. Investigation results concluded that the reported event can be attributed to the intra-op complication and is not device related. An acl injury can cause pain, swelling, and make it difficult for a patient to bear weight and takes time to heal. Sources vary however an injury can take 6 to 9 months or longer to heal. The symptoms experienced by the patient following the known event are likely associated with the acl injury as the device has not been revised and the patient is slowly improving. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : see h10 narrative.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: the investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported via a clinical study that a patient underwent an initial partial right knee procedure. During a distal femoral osteotomy, the patient sustained an anterior cruciate ligament injury as a result of a saw blade injury. The injury was noticed later during trial reduction. The patient remained in the hospital for three days and received a corticosteroid injection at three months post op. Patient is noted as improving at six months and the injury is tolerated. All products remain implanted. A twelve month follow-up is pending.

Manufacturer narrative:
The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported via a clinical study that a patient underwent an initial partial right knee procedure. During a distal femoral osteotomy, the patient sustained an anterior cruciate ligament injury as a result of a saw blade injury. The injury was noticed later during trial reduction. The patient remained in the hospital for three days and received a corticosteroid injection at three months post op for persistent pain and swelling. Patient is noted as improving at six months and the injury is tolerated with occasional pain. All products remain implanted. A twelve month follow-up is pending.